Manufacturer narrative:
The products used in the surgery are: product# 1604300500; lot# 0691224w; quantity# 1 product# 5530130; lot# h5440789; quantity# 2 product# 55740006535; lot#h5356836; h5475844; quantity# 1 each product# 55740007535; lot#h5474438; h5496480; quantity# 2 each product# 7078397; lot# h5493163; quantity# 2 product# 778316565; lot# 0521188w; quantity# 2. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery of fixation at t9-s2ai, for a spinal therapy. It was reported that removal of the screw at t9-11 and 6.0/6.0mrc was performed, placed mrc6.0/5.5 and replaced the screw at t9-11 with the hook of non-medtronic. Details were unknown as to why replacement was performed. Cbt at l3/4 was performed on (B)(6) 2017 at (B)(6). It was reported that there were patient symptoms/complications i.e probably t9-11 screw loosening or backed out. Initial surgery procedure: l3/4cbt unknown period pre-operative diagnosis: pseudarthrosis at the time of the initial operation mdt products used in initial surgery: solera475 the product will not be returned as it will be returned to the patient. It was reported that the patient was hospitalized on (B)(6) and suddenly could not stand up. Reoperation was completed on (B)(6) 2020 as the patient was unable to stand up, and there had thoracic spinal cord injury. Regarding the screw of th9 / 10/11, the screw of t9 / 10 was loose enough to be grasped with a kocher and removed immediately. The screw of t11 was removed by using a screw driver for removal. On the CT axial image (probably t9 or t10), it was found that the loosened screw had penetrated into the bilateral spinal canals. 6 screws of t9/10/11, mrc6.0 / 6.0, rod and set screw were all removed. Decompression was performed (level was unknown). It was replaced with mrc caudal 6.0 / cranial 5.5, 10 hook of depuy company were placed from t6/7/8 to t10, and 5.5 titanium rod of depuy was connected by mrc. The transverse of depuy was placed and wrapped by 4 nespron with 5mm. After the operation, whether the legs of the patient could move or not was unknown because the patient left the operation room before the anesthesia was completely awakened. In addition, the situation was unknown since there was no contact from the surgeon.